Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This device has not been returned for analysis. If information is provided in the future, or upon completion of analysis if the device is returned, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The no telemetry condition was confirmed. An external power supply was attached to the device to complete testing. The device functioned normally throughout testing. Laboratory analysis was unable to confirm when elective replacement indicator (eri) was reached, however the device did not exhibit a higher than normal current drain condition. Laboratory analysis determined that this device likely experienced normal battery depletion. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this pacemaker was unable to be interrogated and there was no response to magnet application. At the time of the attempted interrogation the patient did have sinus rate of 60 beats per minute (bpm). It was reported that the approximately three months earlier the device displayed an estimated longevity of 1.5 years remaining. There was a concern the battery depleted earlier than expected. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. If information is provided in the future, or upon completion of analysis if the device is returned, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was unable to be interrogated and there was no response to magnet application. At the time of the attempted interrogation the patient did have sinus rate of 60 beats per minute (bpm). It was reported that the approximately three months earlier the device displayed an estimated longevity of 1.5 years remaining. There was a concern the battery depleted earlier than expected. The device was successfully explanted and replaced. No additional adverse patient effects were reported.